Event description:
It was reported that a black substance leaked out of the handpiece during routine maintenance testing. There was no patient involvement and no adverse consequences associated with the procedure.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.